Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. It is noted the programmer passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.